Event description:
A pharmacist reported that the knives used during four consecutive surgeries were dull. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Manufacturer narrative:
The final customer lot was identified. One component knife lot was used to make up the customer's identified lot. A review of the device history records (DHR) for the reported lot number indicates that an unrelated reprocessing for a count reconciliation was performed. The suspect product was reprocessed and released based on the manufacturer's acceptance criteria. A complaint history review indicates that no additional complaints were associated with the reported lot. Because no sample was returned and the device history record review indicates that the identified lot number was released according to the manufacturer's acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. (B)(4).